Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 to 680 mg/dl. The customer stated that they had sensor issues. The customer state that the infusion set was stuck on their thigh and almost passed out form the high blood glucose. The customer did not mention how they treated their blood glucose levels. The customer did not want to troubleshoot the issue because their blood glucose was currently at a stable range. The customer did not return the product back for analysis.